Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical aggregated data collection survey to evaluate the safety and performance of mvp¿ micro vascular plug system. The purpose of this clinical aggregated data collection survey was to collect retrospective aggregated patient data from clinician customers who use the medtronic mvp¿ micro vascular plug system. Data includes existing clinical data in the site¿s medical records from patients that have been treated with the mvp¿ micro vascular plug system. The practice commonly uses mvp¿ micro vascular plug system, within the endoleak sac or nidus, for the treatment of type ii endoleak, following evar procedure. The respondent has reported using the device in procedures to treat the splenic artery, renal artery, gastroduodenal artery, left gastric artery, inferior mesentric artery, lumbar arteries common hepatic artery, internal iliac artery, rectal artery, gonadal veins, hepatic vein gastric varices, esophageal varices and other lower right extremities. Patient were treated for peripheral aneurysm, pre-evar embolization of aneurysm feeding vessels (abdominal aortic aneurysm), peripheral pseudo-aneurysm, gastrointestinal bleeding, traumatic bleeding, hemorrhages, type ii endoleaks treatment, pelvic venous insufficiency (pelvic congestion syndrome), pre-y 90 mapping embolization, arteriovenous fistula, haemorrhoid embolization 60 patients were treated using an mvp device. 107 mvp devices were used across 60 patients. 46 mvp-3q, 30 mvp-5q, 16 mvp-7q, 15 mvp- -25 mvp devices were not able to occlude or reduce flow to target vessel, intra-procedurally and 1 occlusion or reduction was not su stained at follow-up(s) following the mvp device index procedure. -there were 8 cases of mvp reintervention 90 days from index procedure, these were reported to be due to patient related factors. Regarding the cases where the mvp device(s) were not able to occlude or reduce flow to target vessel intra-procedurally and 1 occlusion or reduction was not sustained at follow-up- the physician stated that if the post-embo vessel has partial patency during the immediate control, they use to combine mvp with another embolic device. Sometimes it is as simple as to put a second mvp in tandem with the first one. Regarding the late mvp patency, in their experience, patients who are under anticoagulant therapy sometimes may persist vessel patency during the mid-term control fu despite a mechanical occluder (coils or plugs).